Manufacturer narrative:
The manufacturer previously reported a failure of the front panel pca. The front panel pca was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the front panel pca failing was found to be consistent with a molding issue of the right navigation button.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a keypad button was found to respond intermittently. The device's front panel/keypad led pca was replaced to address the issue.